Event description:
Reference number (B)(4). Event occurred in colombia it was reported that the patient experienced an event of bent cannula on (B)(6) 2025. High blood glucose (490 mg/dl) was addressed using manual injection. No further information available.